Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had a loose patient line green cap. It was further described as "cap is so loose it will fall off if they are not careful and steady, as a result they have to tape the cap to the line to secure it until they are ready to connect". This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.